Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was dropped on the floor. It was reported that the pump had crack on the display and was no longer readable. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump had minor scratches on display window and cracked case near reservoir tube window. No crack on display window noted.